Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain located at the ipg site regardless of stimulation on or off. Reportedly, the pain at ipg site started at the end on 2018 following unrelated surgery. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted.

Event description:
Additional information received indicated that the pain located at the ipg site has been resolved.